Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information of a planned procedure to disable a 27mm bioprosthetic valve after an implant duration of two years, 11 months, due to calcification. A transcatheter valve will be implanted using the valve-in-valve procedure. No additional information was provided.

Event description:
Edwards received information that a 27mm bioprosthetic valve was disabled after an implant duration of twelve years and ten months, due to calcification and stenosis. A 29mm valve was implanted using the valve in valve procedure. No additional information was provided.

Event description:
Edwards received information that a 27mm bioprosthetic valve was disabled after an implant duration of twelve years and ten months, due to calcification, regurgitation, and stenosis. A 29mm valve was implanted using the valve in valve procedure. Postop echo demonstrated good function of the valve and no evidence of perivalvular leak. The patient was taken to cvr unit postoperatively in stable condition. The patient was discharged home on pod #2 in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.